Event description:
The family member reported that the customer was hospitalized for dka. The doctor could not determine the cause for high bgs. Suggested the customer to take a correction injection per md instructions. The contact stated that the pt changed the set in the afternoon the day before the call. Few hours later pt's bgs began to run high and stayed high throughout the night. The customer woke up in the morning and started to vomit and had high ketones. Troubleshooting was performed. The programming and histories on the pump were accurate. The lead screw test passed. Informed the customer that the pump is operating as designed and does not need to be replaced. Instructed also the customer to change the set and the site. In addition, the customer was taking amoxicillin twenty-four hours prior the admission.